Event description:
A surgeon noted after insertion of an intraocular lens (iol) that one haptic was defective. The iol was removed during the same procedure with widening of the surgical incision by approximately 2 mm.